Event description:
It was reported that this pacemaker was an attempted implant. During preparation for implant, it was not possible to interrogate the device, despite multiple attempts. It was decided to exchange the pacemaker, and the procedure was subsequently completed without adverse effects. The device is expected to be returned.